Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Analysis was unable to perform displacement test due to blank display. The insulin pump also had a cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, shifted end cap sticker and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. The customer state the insulin pump had a damaged screen. The insulin pump will be returned for analysis.